Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 500 mg/dl at time of incident. Customer experience high blood glucose due to cannula being bent but no alarm. Customer expressed may be indicative of the possible onset of diabetic ketoacidosis. The insulin pump will not be returned for analysis.